Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/09/2016, the reporter indicated that the patient woke with blood glucose of 20 mmol/l with large ketones, nausea/vomiting, and agitation. The reporter indicated that there was a smell of insulin and the cartridge compartment was full of moisture from the cartridge leaking. This report is made based on the allegation that the patient experienced hyperglycemia associated with a cartridge leak.